Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. Customer was treated with insulin pump. Customer stated that they did not receiving enough insulin. Customer's blood glucose level went down to the 196 mg/dl. Customer did use the minimed 670g system. Customer was not using auto mode feature. Customer declined troubleshooting for high blood glucose level. The insulin pump will not be returned for the analysis.